Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that no guidewire was returned. A fresh guidewire test passed.

Event description:
It was reported that the guidewire was difficult to pass through the lumen of the attempted left ventricular (lv) lead. The lead was removed and an attempt was made to clear the lumen with a stylet followed by flushing the lead. Difficulty was still experienced passing the guidewire so a different lead was implanted. No patient complications have been reported as a result of this event.